Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for call was pt reported that the implant runs down very fast. Pt said they used to get 24 hours worth of charge but now, the implant runs down in like 12 hours and not keeping a charge. Pt mentioned they would charge the implant to 100% in the morning and when they check at night, the implant is already 0%. Agent reviewed rapid charge depletion depends on the settings and usage of the stimulator. Agent redirected pt to the healthcare provider (hcp) and manufacturer representative (rep) to further address the issue. No symptoms were reported.